Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d4 - expiration date should be blank, e3 - occupation, g4 - PMA/510(k). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no video, dp board(printed circuit board) failure, cp board(printed circuit board) failure. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor's monitor was stuck on one screen. This event occurred during inspection for use. There were no reports of patient involvement.